Event description:
The customer experienced calibration issues, analyzer alarms, and questionable ise indirect gen.2 results for an unknown number of patient samples from the cobas 6000 c (501) module. Of the data provided for two patient samples, only the chloride result for one sample was a reportable malfunction. The original chloride result was 76.3 mmol/l and the repeat result was 105.0 mmol/l. The original result was not reported outside of the laboratory. There was no adverse event. The chloride electrode lot number was w5765. The expiration date was 06-feb-2019. The customer replaced all of the electrodes and the ise reagents. The field service representative found a problem with solenoid valves and replaced them. He ran ise checks and the customer ran calibration and qc. Upon follow up, the customer confirmed they had no further issues since the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.